Event description:
It was reported that when injecting through the biopsy valve with a 10 mm syringe, the single use biopsy valve cracked in one shot. The issue occurred during an unspecified procedure, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. An unopened device from the same lot was returned to olympus for inspection and the reported failure was not confirmed. Based on functional testing, it is possible the following led to the malfunction: when attaching the biopsy valve to the endoscope's instrument channel port, pressing straight onto the instrument channel port may have caused a crack in the housing. Insertion and removal of the syringe at an angle made it heavier and may cause the damage to the rubber valve. Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.